Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported that the right ventricular lead exhibited high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high thresholds had resolved and that the lead was placed in the his bundle and was functioning normally. It was also reported that capture management was deactivated.